Event description:
It was reported that the lens was removed intraoperative from the patient's eye due to broken capsule noted upon insertion. The incision was enlarged to remove the lens. No information has been provided regarding the lens injector used in the event. Additional information has been requested, but has not been received.

Manufacturer narrative:
Visual inspection found the returned lens in three large pieces and all four haptics missing. Functional testing could not be performed due to the received condition of the lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.